Event description:
The customer observed a burnt smell when turning on the alinity I processing module. The instrument was turned off and upon inspection, the power supply circuit board was burnt. Additionally, it was mentioned that there were markings of rodent urine on the circuit board. No impact to patient management or impact to user safety was reported.

Manufacturer narrative:
The field service representative was dispatched due to the customer reporting a burn odor from the alinity I processing module, serial number (B)(6). No fire or visual smoke was seen nor any damage to the instrument. When troubleshooting the issue, service found the power supply circuit board was burned/charred, and possible presence of rodent urine. Service determined the main power supply, processing module the cause and replaced the main power supply, processing module. The main power supply, processing module part was installed to resolve the issue. The instrument service history of the (B)(6) revealed no additional issues of burn odor from a part reported on the (B)(6). Data and information provided by the customer were reviewed and support the complaint issue. A review of complaint and trending data for the alinity I processing module did not identify any similar issues related to the current issue. Additionally, review of complaint and trending data associated with main power supply, processing module did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances and potential non-conformances related to the current issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial number ai20760 or main power supply, processing module was identified.

Event description:
The customer observed a burnt smell when turning on the alinity I processing module. The instrument was turned off and upon inspection, the power supply circuit board was burnt. Additionally, it was mentioned that there were markings of rodent urine on the circuit board. No impact to patient management or impact to user safety was reported.

Manufacturer narrative:
Section e1 phone number complete information: (B)(6). Section d10 concomitant product complete information: main power supply, processing module, a-30103383-03, a-30103383-02. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.